Event description:
1. There was an allegation of questionable false-negative elecsys syphilis results for one patient from the cobas 8000 core unit and for one patient from a cobas 6000 e601 module. 2. Patient age range: 35 year 3. Patient weight range: asku 4. Patient sex breakdown: 1-male, 1-asku 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
D4 expiration date: lot 73738801 is 31-aug-2024, lot 568606 is 30-sep-2022. For 1 event: 1. Summary of investigation results: the investigation determined that a general reagent issue can be excluded. Calibration and controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: no follow-up actions taken. For 1 event: 1. Summary of investigation results: the investigation was unable to determine a specific root cause. The event was consistent with foam/air on the sample and/or on the reagent. The elecsys syphilis reagent performed within specification. 2. Summary of follow-up/corrective actions taken: none. For both events: 3. Device returned to manufacturer? No. 4. Device labeled for single use? No. 5. Device reprocessed and reused? No.